Manufacturer narrative:
The device was evaluated by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the alarm log, visual inspection, and diagnostic testing verified the reported f-49 alarm. The cause was determined to be a damaged battery. The battery was replaced and serviced to meet product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-49 alarm (malfunction in real time clock: abnormal rtc data.) This occurred before use. There was no patient involvement. No additional information is available.